Event description:
Information received indicates the distal tip component detached from the device during bypass. The tip was retrieved by the hcp from the chest cavity with no consequence reported for the patient.